Manufacturer narrative:
Correction to d6b date of explant: (B)(6) 2026. Correction to h6 health effect - impact code: 4629 - device revision or replacement.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000094528. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the lead fracture was identified. The patient did not report any falls or trauma. As a result, surgical intervention was undertaken on (B)(6) 2026 to address the issue. It is unknown which lead fractured.